Manufacturer narrative:
(B)(4).

Event description:
A packaging or package label problem was reported that related to the catheter kit. It was noticed that there were only 80 hash marks on the 81.4cm piece of the (B)(4). They usually rely on those markings for catheter length input onto the 8840 programmer. The entire catheter was measured to confirm accuracy before putting in the inputs onto the programmer. The product was used.